Event description:
Additional information received indicated the icm also had no magnet response.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) could not be interrogated via bluetooth telemetry. Further information was requested but not provided.